Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer was not opening to issue alprazolam 0.25mg. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist had customer to log out and reattempted the process which resolved the issue. The system functioned as intended after the technical support specialist assisted the customer.